Event description:
It has been reported that the device may be prematurely draining batteries.

Manufacturer narrative:
This is report is a duplicate of (B)(4) with MDR #3030677-2018-02665. The investigation is still pending.